Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 1526863-2025-00053 for details pertinent to this event.

Manufacturer narrative:
E1 phone number: (B)(6). H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had fluid leakage. There was no patient involvement.